Event description:
Patient reported the tubing separated from pump during infusion and leaked. The pump was powered down and line clamped. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.